Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed and defective stopper molding with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to underfill issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that during use there was a low draw of tube and was then discovered that there was a crack in cap with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from japanese to english: low vacuum occurred during blood collection; hcp checked it by removing the lid of the collection tube and found a crack in the rubber stopper, which caused improper sealing, resulting in low vacuum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use there was a low draw of tube and was then discovered that there was a crack in cap with a bd vacutainer® edta 2k. The following information was provided by the initial reporter, translated from (B)(6) to english: low vacuum occurred during blood collection; hcp checked it by removing the lid of the collection tube and found a crack in the rubber stopper, which caused improper sealing, resulting in low vacuum.